Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the initial procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the initial procedure. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 23.0 diopter intraocular lens (iol) leading haptic did not unfold correctly during insertion and had to be removed from the patient's operative eye. No surgical intervention was required. The account commented that the device is not available for evaluation . No further information was provided.